Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was administered with lidoderm patches for the soreness at the battery site but did not work.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device component involved in the event: model: sc-2218-50, serial: (B)(4), description: linear st lead, 50cm; model: sc-4316 lot: 17294044 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg, leads and clik anchor devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.